Manufacturer narrative:
This report is being filed on an international product, list number 7p92-30 and there is a similar product distributed in the us, list number 7p92-21 / 31. A1 patient identifier: complete list of sample ID's are (B)(6) , (B)(6) , & (B)(6). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any nonconformances or deviations associated with the likely cause lot number and complaint issue. Ticket search by lot did not identify an increase in complaint activity for the complaint issue. The ticket trending review did not identify any trends regarding commonalities for lot number and issue. The overall performance of the alinity I total psa reagent was reviewed using field data from customers. A review of field data determined that the median patient result for lot 47335fn00 is comparable with other lots in the field. Review of applicable field data suggests that the performance is acceptable labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the alinity I total psa, lot 47335fn00.

Event description:
The customer reported falsely elevated alinity I total psa and provided the following data for a 61 year old male patient: reference value: total psa: less than (<) or equal to 4.00 ng/ml 02 oct - sid (B)(6) : total psa: 7.30 ng/ml (reagent lot 47335fn00); 05 dec - sid (B)(6) : total psa: 0.78 ng/ml (reagent lot 50196fn00); 11 dec- sid (B)(6) : total psa: 0.59 ng/ml (reagent lot 51433fn00); customer believes that the result obtained on 02 oct is falsely high. Additional laboratory data: reference value: free/total psa ratio: <10%: increased risk of prostate cancer / >25 %: lower probability of prostate cancer 05 dec - sid (B)(6) : free psa: 0.15 ng/ml, free/total psa ratio: 19.23% 11 dec- sid (B)(6) : free psa: 0.12 ng/ml, free/total psa ratio: 20.34% there was no reported impact to patient management.

Manufacturer narrative:
H6 - adverse event problem: investigation conclusion code (d code) was corrected.

Event description:
The customer reported falsely elevated alinity I total psa and provided the following data for a 61 year old male patient: reference value: total psa: less than (<) or equal to 4.00 ng/ml 02 oct - sid (B)(6) : total psa: 7.30 ng/ml (reagent lot 47335fn00). 05 dec - sid (B)(6) : total psa: 0.78 ng/ml (reagent lot 50196fn00). 11 dec- sid (B)(6) : total psa: 0.59 ng/ml (reagent lot 51433fn00). Customer believes that the result obtained on 02 oct is falsely high. Additional laboratory data: reference value: free/total psa ratio: <10%: increased risk of prostate cancer / >25 %: lower probability of prostate cancer 05 dec - sid (B)(6) : free psa: 0.15 ng/ml, free/total psa ratio: 19.23% 11 dec- sid (B)(6) : free psa: 0.12 ng/ml, free/total psa ratio: 20.34% there was no reported impact to patient management.